Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Section g4: the rt105 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The subject rt105 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt105 adult single heated breathing circuit failed the ventilator pre-use test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4) section d4: device indentification details were not received. Section g4: the rt105 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt105 adult breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation where it was visually inspected and leak tested. Results: visual inspection of the returned device identified no damage to any part of the breathing circuit. Leak testing confirmed. That the circuit was out of specification. Further investigation confirmed that the leak was coming through a buldge in the bowl of the water trap, affecting the seal between the lid and the bowl. Conclusion: the reported leak was confirmed and may have been due to misassembly, leading to the water trap bowl not fully engaging with the lid. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the user to empty the water trap. The user instructions that accompany the rt105 adult breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Check all connections are tight before use.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt105 adult single heated breathing circuit failed the ventilator pre-use test prior to patient use. There was no patient involvement.